Event description:
Patient presented to the physician with an infection at the chest incision site. Physician brought the patient into the operating room, removed the ipg, sensing lead, and a portion of the stimulation lead body, and closed. Intraoperative antibiotics were administered, and postoperative antibiotics were prescribed following the procedure. Patient returned for a follow-up appointment with improvement. Physician noted the culture results obtained during the procedure returned positive for serratia.